Event description:
The initial reporter received questionable ise indirect gen.2 na results for three patients tested on a cobas integra 400 plus. Prior to patient testing, the customer installed a new na electrode. The customer confirmed the recommended maintenance items were followed after installing a new electrode. The customer stated level 1 qc was "near -2" standard deviations. The customer provided an example of questionable results for one patient. The patient's initial result was reported outside the laboratory. The customer performed electrode activation and recalibrated. The customer performed repeat testing with the patient's sample on the same analyzer. The patient's initial na result was 121 mmol/l, and the patient's repeat na result was 134 mmol/l. The customer determined the repeat result was correct and a corrected report was provided. The na electrode lot number and expiration date were requested but not provided.

Manufacturer narrative:
The customer performed a visual inspection of the patient's sample and no abnormalities were found. The customer's calibration and qc results were requested but not provided. The field service engineer replaced various parts and performed adjustments and cleanings. He performed na precision testing. The customer performed ise calibration and qc with acceptable results. After service, no further issues were reported by the customer. The investigation did not identify a product problem. The cause of the event could not be determined.